Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were completed. The patient was stable and asymptomatic.

Event description:
Additional information received notes continued post-paced t-wave oversensing (pptwos). Device programming was revised. The patient was stable.